Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead had noise which was reproducible with isometric. The lead was explanted and replaced on (B)(6) 2019. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm. External insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 12.9cm to 13.0cm from the connector pin. This is consistent with the event of noise noted in the field. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.